Event description:
A patient who was implanted with sparc has graft extrusion, bladder infections and pain. She was prescribed pyridium and macrodantin. Original implant date unknown. A revision surgery has not been determined at this time.